Manufacturer narrative:
Date received by MFR: date is estimated.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain and failed back surgery syndrome. It was reported that the patient's therapy was not beneficial for their back pain. The patient is having the implantable neurostimulator (ins) explanted. It was also noted that the ins was in over-discharge. No further complications were reported. Additional information received from the manufacturing representative indicated that the ins will not be returned. No further complications were reported.